Event description:
It was reported by the customer that the device had an alarm - error codes / messages/setting unrestorable. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 133.6080 cause by low battery charge; backup speaker tested and no fault found with it. Software version as found 9.33.1; as left 9.33.1. Front case cracked along lower left and right screws; front case replaced. A review of the device history record showed the device had a manufacture date of 12 may 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/setting unrestorable. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/setting unrestorable. There was no additional information provided and no patient involvement.